Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin I stat results for one patient sample from a cobas e601 analyzer. The patient went to the ed with a complaint of "sense of suppression in the chest, feel like vomiting". The troponin I results were 7.07 ug/l and 7.15 ug/l. The sample was recentrifuged and the result was 7.16 ug/l. The result of 7.15 ug/l was reported outside the laboratory. The patient's chest x-ray did not show any abnormality, heart beat was normal and there was no cardiac murmur. A 12 lead EKG showed slight st- elevation. Therefore, the doctor suspected "acs or acute pericarditis" and transferred the patient to another hospital. At the other site, the same sample was tested for troponin I on mini vidas and beckman coulter analyzers. Both results were <0.01. No unit of measure was provided. On 10/21/2015, the customer retested the sample with a new cassette of the same lot and the result was 7.37 ug/l. On 10/29/2015, the sample was tested on another cobas e601 analyzer and the troponin I result was 6.80 ug/l. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be identified as sample from the patient was not available for further investigation.